Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose ranged from 70-250 mg/dl. Reportedly, the customer will continue to use current pump until replacement arrives.